Event description:
It was reported with the use of the bd luer-lok disposable syringe with bd luer-lok tip there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Twenty retention samples were tested for defects on molding for barrel, plunger rod and/or stopper affecting functionality, and safety of the finished product. Testing in retention samples to verify the "broken barrel" defect reported by the customer the results were compliant.

Manufacturer narrative:
The initial reporter also notified the FDA on 29 aug, 2018. Medwatch report # mw5079484. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip there was an issue with leakage. There was no report of injury or medical intervention.